Event description:
Email received states a patient 8 months post surgery and clearly the screw is completely gone but does not look like new bone or anything. No other information is available at this time.

Manufacturer narrative:
No product is being returned for eval. Reinforced surgical technique to customer.